Event description:
It was reported that stent damage occurred. Lesion preparation was performed with plain old balloon angioplasty. A 2.25 x 20mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during insertion, it was noticed that the stent strut was lifted. The device was removed from the patient and the procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).